Manufacturer narrative:
Results: the embolization coil had multiple offset coil winds near its proximal end. The pusher assembly was kinked approximately 10.0 and 136.0 cm from the proximal end. During functional analysis, the smart coil could not be advanced out of its introducer sheath. Conclusions: evaluation of the returned device revealed that the embolization coil had multiple offset coil winds along its length. If the introducer sheath is not properly aligned within the hub of the microcatheter, the embolization coil can begin to take shape within the hub and result in the damage reported. Further evaluation confirmed that the pusher assembly was kinked in two locations. This damage likely occurred from forceful advancement of the smart coil against resistance after the coil became stuck within the hub. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation and, therefore, the gap between the introducer sheath and the hub of the microcatheter could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached initial smart coils into the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil out of the tip of its introducer sheath and into the microcatheter, the physician encountered resistance. It was then reported that the smart coil became "kinked" due to a gap between the introducer sheath and the microcatheter. Therefore, the smart coil could not be advanced into the microcatheter and was removed. The procedure was then completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.